Event description:
Further follow-up with treating neurosurgeon indicates that the infection was treated with IV antibiotics and then oral zyvox due to loss of IV. Zyvox was then changed to oral dicloxaillin at discharge. The infection has revolved and the pt was reimplanted approximately two months post explant.

Event description:
Reporter indicated that the vns system (generator and lead0 was explainted due to an infection. At latest clinic visit, the wound appeared to be healing. Plans are to re-implant a new vns in approximately 3 months if the pt continues to do well. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. The likely cause of the infection was the implant surgery.